Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test due to loose and protruded drive support disk. The insulin pump passed displacement test, self test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with moisture damage on electronics assembly, cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker, and minor scratches on display window noted during testing.

Event description:
The customer's mother reported via phone call that the insulin pump got exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.